Manufacturer narrative:
Bottle 14 (xylene) was removed from the instrument at 03:24am on (B)(6) 2015 for nine (9) seconds, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 03:24am on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. The sub-optimal tissue processing reported by the complainant is derived from the "6 hour retort a" protocol started in retort a at 12:04pm on (B)(6) 2015, which completed successfully at 23:59pm on (B)(6) 2015; and the "6 hour retort b" protocol started in retort b at 14:01pm on (B)(6) 2015, which completed at 01:30am on (B)(6) 2015. These protocols comprised 288 and 202 cassettes respectively, based on data entered into the instrument software ware by the user. Review of the reagents used for the "6 hour retort a" protocol started in retort a at 12:04pm on (B)(6) 2015, shows that the reagent in bottle 14 (xylene) was used for the first time in the final clearing step of the protocol. Bottle 14 (xylene) was subsequently used for the second time in the final clearing step of the "6 hour retort b" protocol started in retort b at 14:01pm on (B)(6) 2015. Although the user affirmed in the instrument software that the concentration in bottle 14 (xylene) was to be set to 100% at 03:24am on (B)(6) 2015, the actual xylene concentration in bottle 14 remained unchanged at 66.3% because the reagent had not been replaced. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 14 (xylene) was used in the final clearing step of the "6 hour retort a" protocol started in retort a at 12:04pm on (B)(6) 2015 and the "6 hour retort b" protocol started in retort b at 14:01pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for xylene is 95%. The consequences of using xylene at a concentration less than the minimum required for the final clearing step in a protocol are inadequate clearing of the tissue, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint confirmed that the instrument operated within specification during execution of the "6 hour retort a" protocol started in retort a at 12:04pm on (B)(6) 2015 and the "6 hour retort b" protocol started in retort b at 14:01pm on (B)(6) 2015. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue from two (2) processing runs using a 1 hour protocol. The complainant advised that tissue in only approximately one third of the 490 cassettes processed was adversely affected; and described the affected tissue samples as "hard and brittle". On (B)(6) 2015, a leica applications support specialist attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The complainant advised that the instrument would be returned to clinical use after the quality of processing from a validation run(s) comprising non diagnostic tissue had been confirmed as satisfactory. The leica representative provided user training for laboratory staff. On 19 october 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.